Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the video system center, it got switched off automatically two times in a day. When the customer switched it on manually, it will work for a few hours then switched off again. The issue occurred during preparation for use for a therapeutic transurethral resection of the prostate procedure causing a 5-minute delay without any patient health impact. The procedure was completed using the same set of equipment. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. In addition, the following reportable malfunctions was found during the device evaluation: no image was displayed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was displayed due to faulty receptacle unit. A probable cause for power of the device is turned off could not be detected. Olympus will continue to monitor field performance for this device.